Manufacturer narrative:
It was later reported that this lead was explanted. A return request was made for this lead.

Manufacturer narrative:
It was reported that the patient will likely have a lead revision in the near future. Information suggests this lead remains in-service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this defibrillation lead was fractured. Noise was confirmed on the shock channel with isometrics. The noise episodes were recorded due to supraventricular tachycardia. There were no unnecessary shocks and no pacing inhibition reported. There were no adverse patient effects.